Event description:
The customer alleged that the material pulse measured from the spo2 probe is not measuring accurately. An incorrect pulse from 2po2 might have influence in the coincidence analysis.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.